Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the clip did not deploy as it was completely blocked. The safety release mechanism was not used because the physician was worried about the clip could be lost in the blood flow causing an embolism. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device code: 2017 - improper or incorrect procedure or method, failure to follow steps/instructions per instructions for use under closure procedure: perform a femoral angiogram though the side port of the procedural sheath to determine location of the arteriotomy site, vessel size, and the presence of disease. Evaluation summary: evaluation of the returned device found it was received fully clip deployed and in the access port retracted state. The deployed clip was not returned either loose or affixed to the device. No device anomaly was detected, either externally or internally. Redeployment testing of the returned device confirmed proper device operation. It was confirmed that a clip had been loaded and deployed by evidence of clip scratch marks on the clips carrier tube. It was reported the physician failed to perform a femoral angiogram prior to the procedure. The failure to perform a femoral angiogram is contrary to the instructions for use. Based on the investigation findings, the device performed according to specification and there was no detected product lot quality deficiency. The cause for the reported event could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.